Manufacturer narrative:
No cartridge was received for investigation therefore no evaluation could be performed. H6: remove 11, 3233, and 4118; h10; d9 h6: remove 11, 3233, and 4118; h10; d9.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges were leaking from the septum. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.